Manufacturer narrative:
The device was received for evaluation. Visual inspection with the naked eye noted a broken occluder foot. Clear passage functional testing was performed with no issues noted. Leak and clamp functional testing were performed which revealed a broken occluder foot resulting in leakage. The reported condition was verified. The direct cause of the condition was a broken occluder feet. The cause of the broken occluder feet could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was undesired solution flow through a peritoneal dialysis (pd) transfer set after closing the twist clamp. The issue was resolved by replacing the transfer set with a new transfer set. There was no patient injury or medical intervention associated with this event. No additional information was available.